Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber came apart from the burette chamber of a clearlink system buretrol solution set. This was identified when priming with 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the end of the drip chamber was observed broken off and remained in the tubing. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.